Event description:
Reporter alleged obtaining the results of 500-600 mg/dl and 167 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. Reporter stated that the drum was exposed to cold temperature as it and the meter were found out in the cold. No adverse event reported. A request was made for the return of the affected product.